Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The device will not be returned for investigation.

Event description:
It was reported that a patient had sought medical attention from the doctor. The patient reports their personal diabetes manager (pdm) was not holding a charge. In addition the patients reported blood glucose level was over 500 mg/dl. No further information has been provided as to this event.